Event description:
Information was received that during use of this smiths medical cadd solis vip pump, under infusion was noted. It was reported that infusion was schedule to end at 12 noon after 24 hours but there was still approximately half the volume of chemo to be infused and the pump was reading another 11.5 hours of infusion time left. It was also reported that all the pump settings were correct during infusion. No reported adverse effects.